Event description:
Cadd administration set broke through at distal edge of filter. Pt contacted rn. Rn assessed and changed tubing. Restarted therapy. Tubing break/event occurred in pt's place of work.